Manufacturer narrative:
Event took place in canada. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Integrity of catheter defective, detected once inserted in patient. Catheter leaking. After a picture of the affected product was sent, it was possible to recognise that the indwelling cannula has been complainted about.

Event description:
Irn#: (b)((4). Integrity of catheter defective, detected once inserted in patient. Catheter leaking. After a picture of the affected product was sent, it was possible to recognise that the indwelling cannula has been complainted about.

Manufacturer narrative:
Event took place in canada. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.